Event description:
Allegedly, during a cystoscopy procedure to control bleeding, the ceramic beak of the 27040xb resectoscope sheath inner tube broke off into the patient's bladder. A grasper or stone crusher was used to break up the beak and all of the broken pieces were removed using a grasper. Hospital states this prolonged the procedure by at least one hour. Patient is reported to be doing fine post-op. (B)(4).